Manufacturer narrative:
Result: the 5max reperfusion catheter is flattened beginning approximately 28.0 cm from the hub and extending 83.0 cm distal. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max reperfusion catheter was flattened during the procedure. Evaluation of the returned device confirmed flattening of the catheter shaft beginning in the proximal section extending 83.0 cm distal. It appears that the rhv might have been closed down on the proximal shaft of the 5max reperfusion catheter when attempting to retract the device, flattening the lumen of the catheter as it was pulled through the valve. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. During the procedure, the catheter became flattened. The physician did not use another 5max catheter. The procedure was completed successfully with no reported adverse effect on the patient.